Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after the revision surgery, on (B)(6) 2021, the sales rep got the information that the patient dislocated. Therapeutic strategy under consideration. Doi: (B)(6) 2021, doe: (B)(6) 2021, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Additional information received indicated that on october 8, 2021, the revision surgery treating dislocation was performed. The head, liner, and locking ring were removed. The head was replaced with an endurance head. A dual mobility cemented system (zimmer biomet¿s product) was fixed inside the cup. During intraoperative trial reduction, joint stability was good. The surgeon commented that he would take a wait-and-see approach after this revision surgery.